Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h.6 visual analysis of the photographs identified: ¿ no complaint against the device: no observations are performed for the complaint as the event is no complaint against the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Later, healthcare professional reported no complaint against the device. This record is for the right side. Device has been explanted. This record is no longer reportable to the FDA and will be unreported.